Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line alarm. The reporter noted that the reservoir was empty and there was air in the line when the patient presented at the hospital. Chemotherapy. Vtbi ¿ 250mls over 46hrs was the drug the device was delivering. The event occurred at the patient's home. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
D9: 27-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the pump performed within delivery accuracy specification. There was no issue found with the device at the time of this investigation. The pump tested normally. No action was taken.